Event description:
Anatomy was challenging to compress and lock to the 18mm inspan implant (thick spinous process and hard bone). It was noticed post-surgery that the implant was not compressed enough for proper implant locking. A revision is scheduled to replace the unlocked implant. No patient harm is noted.

Manufacturer narrative:
The challenging anatomy prohibited the device from being adequately compressed and locked. No patient harm was noted. Medical intervention was required to avoid serious injury.